Event description:
Consumer reported that the needles will not attach. Consumer also reported non patient end needle bent. Consumer consented to the privacy script. However, she did not provide mailing address. Consumer does not have the lot #, she stated that she discarded the box and she mixed the remaining needles with the new box. She did not state that there was an issue with the new box. Consumer became uncooperative and disconnected the call when I tried to review the steps for attaching the needles. Js. Catalog #: unknown bd nano pro, 4mm. Date of event: unknown = 1 pen needle. Date of event 05/17/2024. Samples: awaiting sample = 1 pen needle (B)(6) /2024 dc.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.